Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 10,0 mg/ml at a dose rate of 4,000 mg/day via an implantable pump. It was reported that the pump was approximately 2 years old, but the catheter was older. The implant date of the pump was unknown. The pump motor was stalled for more than 48 hours. The patient experienced underdosage / withdrawal symptoms. After interrogating the pump, the service code 99 was displayed, indicating a motor stall. As per the pump¿s log, the following occurred: (B)(6) 2025 09:07 - critical alarm regarding motor stall, (B)(6) 2025 09:07 ¿ critical alarm regarding pump stopped for more than 48 hours, and (B)(6) 2025 09:45 ¿ user has muted an active audible alarm. The pump logs also indicated a service code 234 regarding the pump having paused for 99 hours and 14 minutes and service code 232 regarding underdose possible. It was indicated that there were no sources of electromagnetic interference (emi), magnetic resonance imaging having been performed, or other magnetic fields present regarding the motor stall. Factors that may have led or contributed to the issue were unknown. Diagnostic testing/troubleshooting was indicated as not possible. The healthcare provider wanted to replace the pump and catheter. The pump and catheter were replaced. The issue was resolved. The pump and catheter were to be returned to the manufacturer. The patient's medical history and gender were unknown or would not be made available.

Manufacturer narrative:
H3: 8637-40 pump: analysis identified residue on the gear pinion of the motor gear train. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.